Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Final: this follow-up report is being submitted to relay additional information. Reported event was confirmed via review of medical records and radiographs by a health care professional. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices: cat# 00877502802 bioloxâ® delta, ceramic femoral head, m, ã¸ 28/0, taper 12/14 lot# 299092; cat# 110010246 g7 osseoti 4 hole shell 56mm f lot# 6492270; cat# 110024464 g7 dual mobility liner 44mm f lot# 424190; cat# 00771101100 femoral stem 12/14 neck taper plasma lot# 64172550. The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 03633, 0001825034 - 2020 - 03886, 0001825034 - 2020 - 03887.

Event description:
It was reported a patient underwent an initial right total hip arthroplasty performed approximately one year ago. At the one-year visit, the patient reported moderate pain and a new onset limp. No intervention or further complications noted at this time. Attempts have been made and no further information has been provided.